Event description:
The customer stated that she was treated by the paramedics due to the low blood glucose reading of 26 mg/dl. The customer declined troubleshooting for low blood glucose levels. The customer was only interested in getting assistance with the insertion of a sensor. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.